Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexh2272 showed no other similar product complaint(s) from this lot number.

Event description:
Had a slit in the PICC at the 23cm mark. Sq leak noted after placing. Noted line was leaking back from entrance site with flushing as while advancing the PICC into the vessel. I removed PICC and threaded in a new one. Examined PICC after removal and other PICC was placed and found a slit at the 23cm mark.